Event description:
Urgent care, ER specialists; had a plastic surgeon place mentor smooth round moderate plus profile memory gel silicone breast implants in me (B)(6) 2020. I began having breathing issues shortly after, could never take a deep breath. I started becoming ill after 10- 11 months with symptoms listed sometimes all at once. First known onset of symptoms was dizziness or "fuzziness" in frontal lobe that persists 24/7 and ear pain (sharp aching pains). I have many chronic illnesses that I never had before implants and I am (B)(6) young, healthy, and no known medical issues. Ever. Symptoms after implants: unable to breathe lying down, aching and/or tightness in my breasts, joint and bone pain, arthritis, migraines, headaches (including tender pain on temples), and dizziness, dry eyes, sore throat, difficult to swallow (thyroid numbers are higher than usual), spinal pain causing ms, lower back pain, neck pain, chronic fatigue, depression, memory problems (brain fog), insomnia, ear ringing, restless leg syndrome, forgetfulness, anxiety and panic attacks, sharp pains in legs, feet and shin, and collarbone, aching hands and arms, tenderness all over body, gi issues (diarrhea and fluid like feeling in gut) causing very uncomfortable to sit or move, chronic nausea, loss of appetite, uti, tmj, loss of libido, sensitivity to light and sound, irregular menstrual cycle (almost non existent), heart palpitations, shortness of breath, sharp pains in uterus, kidney, appendix, and stomach, allergic reactions (hives) on legs after products used just a month prior to symptoms happening, itchy legs at night, also feels like nervous system is haywire. Still have not explanted symptoms on going. FDA safety report ID# (B)(4).